Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed because it fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative an unknown fracture screw and imp,tsv,4.1mm,sbm,11.5 (tsv4b11) were returned for investigation. Visual inspection of the as returned products identified marking possibly due to the removal process and bone on threads. Fracture at collar and screw fracture found inside. Device history record (DHR) review was completed for the subject lot number (62030233). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62030233) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.